Event description:
It was reported that during device upgrade, high threshold and insulation damage were observed. Inner conductors were visible. The lead was damaged during procedure. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned. Analysis found external insulation abrasion at one end of the returned piece.